Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(4) 2019 to assess the instrument test well images and instrument in question. The test well images in question looked visually weakly positive. There were no errors during processing. The internal immucor document number for this report is (B)(4).

Event description:
On (B)(6) 2019, a customer site reported an unexpectedly negative antibody screen when using capture-r ready-screen (3) with a galileo echo instrument.